Manufacturer narrative:
A steris service technician inspected the washer and found that the hose clamp on the recirculation pump inlet piping had broke. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.

Event description:
The user facility reported that water was leaking from their reliance synergy washer. No injuries or procedural delays/cancellations were reported.